Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection, the main coil, the pusher wire and an introducer sheath returned for the analysis, and it was observed that the main coil was stretched, bent and detached at the middle section and stretched and bent at the coil arm section. Additionally, it is possible observed presence of blood inside the introducer. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. Microscope inspection, it was observed that the main coil was stretched, bent and detached at the middle section, and stretched and bent at the coil arm section. Functional inspection could not be performed, because the delivery wire and the main coil are not interlocking. Dimensional inspection for coil arm, zap tip and primary coil outer diameter pass the test.

Event description:
Reportable based on device analysis completed on 10jul2023. It was reported that the coil deployed in the microcatheter. The target lesion was located in the internal iliac artery. A 5mm x 15cm f-idc 2d coil was selected for embolization. During the procedure, the coil got detached in the direxion microcatheter hub. The procedure was completed with a different device. No complications were reported. However, device analysis revealed that the main coil was detached in the coil arm section.